Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that an ophthalmic console freezes frequently when inserting the surgical kit. It requires multiple restarts before it becomes fully operational, which delays the procedure. The procedure details and patient impact have not been provided. Additional information has been requested, but it is not available at the time of this report.